Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the criteria for the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, there was oversensing due to non-physiologic signals/sic (sensing integrity counter),and the unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
It was reported the patient was found unresponsive and expired at home. The cause of death is not known. It was also reported the patient had not been well weeks prior to death from an unidentified ¿gut issue.¿ a request for device performance analysis was made, analysis was performed, and the leads were found to test out of specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.